Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 280-290 units of insulin, and displayed a fill estimate of over 120 units. During troubleshooting with tandem technical support, the customer delivered a 10 unit bolus while disconnected, and the insulin gauge displayed 135 units. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.